Event description:
Pt reported infusion set tubing separating at the luer lock connection. He indicated that only the outer tubing separated. Pt stated that he wanted to report the separation, but did not want to change the infusion set until later. He indicated that his blood glucose level was not affected. Pt stated that he would monitor his blood glucose level closely. The pt was advised against doing this by the co rep. The pt did not report assistance by a healthcare professional or second party to address the issue. Product was requested to be returned for eval.